Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated. The product was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unspecified product performance issue. Additionally, the right ventricular (rv) lead was surgically abandoned due to a recent lead safety switch (lss) triggered by a out-of-range pace impedance measurement of 2,025 ohms, increasing threshold measurements, and oversensed noise; rv lead fracture was suspected due to these observations. This dual chamber pacemaker system was replaced with a leadless pacemaker. No additional adverse patient effects were reported.